Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, unexpected error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Customer blood glucose was unknown at time of incident. The customer states the insulin pump was to moisture in pool. Customer advised to discontinue use of the pump and revert to backup plan as per hcp's instructions. Insulin pump will be return for analysis.